Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump unexpectedly had reset. The customer's blood glucose (bg) level was 446 mg/dl. The customer loaded a new cartridge and resumed insulin delivery. The customer used the pump to address the high bg level. Tandem technical support confirmed via the pump history that the pump reset had occurred. As the customer had changed the cartridge, troubleshooting to determine a cause of the event was unable to be performed.